Event description:
After completion of a tfn procedure, the helical blade inserter could not be taken apart for cleaning. The device is a two part system with a ring at the top with three prongs. One has a screw that is taken out in order to clean the device. The screw is broken off half way inside and the device cannot be taken apart. It is not known when the screw broke and there was no event during the procedure. The scrub techs were taking apart the device when this was discovered.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of the manufacturing records found no complaint related anomalies. This device was used for treatment.

Manufacturer narrative:
Device used for treatment and not diagnosis. There are some small dings and large gouges on the gold handle. The ears of the alignment indicator have several dents. The alignment pin is sheared off and was not returned for evaluation. The thumb screw has sheared off and was not returned for evaluation. A portion of the thumb screw still remains in the alignment indicator. The alignment indicator spins freely about the inserter. The complaint condition is caused when the hammer inadvertently misses the head of the coupling screw, and hits the ears of the indicator. This may cause the pin in the indicator to be damaged and therefore the indicator may spin freely or it may become jammed. For the returned device, the pin has sheared off and the indicator spins freely. The primary purpose of the indicator is to capture the gold handle on the inserter. If the top spins freely or becomes jammed, it is still held in place and does not fall off of the helical blade inserter and therefore the case can be completed without incident. There are numerous dents on the alignment indicator and the knurled surface of the set screw indicating that it has been struck with the mallet during use and the pin is damaged and the set screw is broken inside the indicator as a result. The returned device was manufactured in february 2010 and shows evidence of numerous hammer blows to the alignment indicator. The design is adequate for its intended use and did not contribute to the complaint condition.